Event description:
Patient continues to have pain on the lateral side of his knee. Dr. Expressed interest in changing the insert to a thicker size. Dr. Proceeded to surgically open the knee take out the insert spoke about cleaning up some of the scar tissue laterally. He then proceeded to trial and implant a thicker insert size 6 x 14 mm. The procedure was performed without incident. No further information is available due to password secured electronic medical records.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.